Event description:
It was reported the patient presented remotely via merlin.net. It was noted that backup vvi was observed on the implantable cardioverter defibrillator (ICD). The backup vvi was believed to have originated from possible noise/electromagnetic interference with a continuous positive airway pressure (CPAP) machine. A device download was performed successfully. There were no patient consequences.